Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported difficult to position, difficult to remove and material deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid external iliac artery. Following pre-dilatation, an attempt was made to advance a 10x39mm otw omni elite 35 stent system; however, difficulty with the sheath was felt. It was decided not to deploy the stent and the stent system was removed with difficulty. The device was inspected after removal and it was noticed that the proximal stent struts flared and were poking out from the balloon section at an oblique angle. The device was prepped and checked appropriately prior to insertion and no issues were noted. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.